Event description:
It was reported a patient's transmitter presented with damaged and burnt contacts. No changes were reported. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.